Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeon¿s desired length. Trigger has been fully advanced indicating a complete deployment. No ts or suture remain on the insertion needle but were returned for examination. Examination of the construct showed t2 is in its customary place on the suture. T1 is missing. The suture appears to have been cut distal to the suture knot causing t1 to come free. The root cause of this event has been determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4),

Event description:
It was reported that during the procedure it was discovered that there was no t2 on the ultra fastfix peek curved needle delivery system. A back up device was utilized to complete the surgery, and there was no delay reported. No complications or injuries were noted as a result.